Event description:
It was reported that this right ventricular (rv) lead exhibited a high out of range pacing impedance measurement greater than 2,000 ohms resulting in activation of the lead safety switch (lss) feature to unipolar configuration. It was reported that the patient does not pace in the ventricle. Technical services (ts) discussed potential programming options. The lead configuration was reprogrammed back to bipolar configuration. Subsequent pacing impedance measurements were within normal limits in the 300 to 400 ohms range. No adverse patient effects were reported. This device remains in service.